Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Customer declined to upload pump data for review and decline to perform troubleshooting with tandem technical support. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose level was not impacted.